Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred at the start of a routine hemodialysis treatment. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. The patient was started on 5000 units/week of epogen. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Air alarms at the beginning of treatment are typically the result of inadequate air removal by the operator during prime. The reported blood loss is attributed to clotting of the extracorporeal blood circuit, preventing rinseback of the patient's blood. The user's guide warns that the risk of blood clotting in the cartridge and filter increases during long treatments, when blood flow stops, and when no anticoagulation is used. No similar problems reported subsequent to this event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.